Event description:
The patient reported that the adhesive pad, around the edges, was not sticking. The patient reported that the v-go fell off approximately after 12 hours of applying it, about a week ago. The patient she wears the v-go on the back of her arms.